Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was related to patient condition as both femoral groins were noted to be heavily calcified, preventing adequate access for device insertion.

Event description:
A 74-year-old male with known coronary artery disease and on dialysis presented for high-risk percutaneous coronary intervention (hrpci). On (B)(6) 2026 at 09:31 am, an impella cp was selected for percutaneous left femoral arterial access. During the procedure, the clinical team attempted device placement; however, both femoral groins were noted to be heavily calcified, preventing adequate access for device insertion. The patient began to decompensate and subsequently started arresting during the attempt, and due to the urgency and inability to establish suitable access, the procedure was aborted at 09:35 am to allow for patient stabilization. Additional information confirmed that the impella sheath was not utilized, and no device insertion was achieved. The event was attributed to vascular access limitations with severely calcified femoral access. The procedure outcome was aborted with no harm reported to the patient.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.